Event description:
The manufacturer received information in reference to a ventilator inoperative alarm occurred and the screen color became totally red. The device was not in use on a patient during the reported occurrence. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's system board including the memory chip was replaced to address the reported issue.